Manufacturer narrative:
This supplemental report was submitted to provide new information from the original equipment manufacturer (OEM) investigation. A review of the device history record (DHR) confirmed the subject device was shipped in accordance with specifications via DHR. An investigation was completed by the OEM and it is confirmed that the event occurs only when the subject device is used in combination with the 180 series videoscope. The possible root cause is as follows: the cause of the event pointed out was the failure in the patient board. Based off review of the serial number and the phenomenon, the event might have been caused by burns of the positive power supply of the operational amplifier on the patient board. The reason why the + power supply of the above op-amp was burnt out is determined to be the generation of the power exceeding the absolute maximum rating of the + power supply. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and tested. The results of the testing confirmed the user facility report of no image due to faults found in the patient circuit boards. Additional testing found that a software upgrade was required. The device repair is pending user facility approval of estimate. If any new information is identified during repair, a summary will be provided in a supplemental report.

Event description:
The user facility reports that the device was not getting a image. The reporter confirmed this was discovered during preparation for use so there was no patient involvement. There was no additional information provided for this report.